Manufacturer narrative:
Pump error 35 alarm and critical pump error due to moisture damage on the electronic assembly. Unable to verify keypad anomaly and perform the functional test, including the self test, sleep current measurement, active current measurement, rewind test, prime or seating test, basic occlusion test, occlusion test, force sensor test and displacement test due to critical pump error. Device received with serial number label missing, scratched case, pillowing keypad overlay, cracked case corner of the belt clip rails near the battery compartment, cracked battery tube threads and minor scratched lcd window.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states.  However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the customer had a pump error alarm indicating a broken force sensor was detected during seating or regular delivery on insulin pump. The customer¿s blood glucose level was 156 mg/dl. The insulin pump did not pass the displacement test. The device was completely broken. They could not press any of the buttons. The insulin pump will be returned for analysis.